Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to loosening. They were revised from a hemi hip to hemi hip. A omnifit stem, c-taper head, and uhr bipolar head system were revised to modular hip system with no allegations against the revised head and system. Primary implantation was done approximately 13 years ago. Rep confirmed that no further information would be released by the hospital or surgeon.